Manufacturer narrative:
Batch review performed on 25 february 2020: lot 168565: (B)(4) items manufactured and released on 7-mar-2017. Expiration date: 2020-02-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar event reported. Other devices involved in the event: gmk-primary 02.07.2004l femur std cemented size 4 l lot. 113976 (k090988). Batch review performed on 25 february 2020: lot 113976: (B)(4) items manufactured and released on 14-dic-2011. Expiration date: 2016-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar event reported. Gmk-primary 02.07.1204l tibial tray fixed cemented size 4 l lot. 114497 (k090988). Batch review performed on 25 february 2020: lot 114497: (B)(4) items manufactured and released on 08-feb-2012. Expiration date: 2016-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar event reported. Gmk-primary 02.07.0034rp patella resurfacing size 2 lot. 120696 (k090988). Batch review performed on 25 february 2020: lot 120696: (B)(4) items manufactured and released on 27-apr-2012. Expiration date: 2017-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar event reported.

Event description:
Two years after the previous revision surgery, the patient came in reporting pain. The cause of the pain is unknown. The surgeon revised all the components. The surgery was completed successfully.